Event description:
Individual reports that while using biowavehome unit on or around (B)(6) 2024, she attempted to run two consecutive sessions. Upon initiation of second session, she reports feeling a shock that caused a blister on her back. She reports using new electrodes. Redness was noted at time of report. Biowave unit was returned to vendor for inspection.